Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2019-01599. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on veno-venous extracorporeal membrane oxygenation due to impairment of lungs. It was reported that due to high oxygen metabolism demand, a higher flow needed to be maintained, which was achievable on (B)(6) 2019 only with a higher pump speed around 5200 rpm. On (B)(6) 2019, the primary console alarmed m5 set pump speed not reached, and later another alarm, s3 system alert. The display of the primary console became black and the only visible parameter was speed and rpm on the monitor, which indicated continuing pump functioning. The system was exchanged to the backup. Reportedly, there was no adverse consequence to the patient due to the event. No additional information was provided.

Manufacturer narrative:
Section d10, h3, h4: additional information. Manufacturer's investigation: the reported event of a dark display, a m5 alarm, and a s3 alarm was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned to mcs zurich for analysis and was investigated. The reported event of a dark display, a m5, and a s3 alarm was able to be confirmed via the log file; however, it was not able to be reproduced. A log file was downloaded from the console for review. A review of the downloaded log file showed an ifd-shutdown (display dark) sub fault active on (B)(6) 2019 at 16:16. The sub fault triggered a ¿system alert: s3¿ and a ¿set pump speed not reached: m5¿ alarms. The speed dropped from 4050rpm (flow of 3.8 lpm) to 3110 rpm with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department of mcs zurich. It was found that there were no faults found with the returned console and it operated as intended. As a result, the reported event could not be correlated to a console related issue. The console was forwarded to the edc and was evaluated and tested under work order #67395. The console underwent a visual and functional inspection, and no anomalies were found. The console¿s battery was replaced with a new one and battery maintenance was performed for 24 hours successfully. A functional and a safety test were performed per procedure with the returned and associated flow probe. The unit was cleaned and all old labeled were removed. The console was returned to the customer. Although the reported event could not be reproduced, reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issue. Reports of similar events will continue to be tracked and monitored. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual (doc. #pl-0280, rev. 07) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.